Event description:
It was reported that the patient presented in the operation room experiencing discomfort due to muscle stimulation from the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.